Manufacturer narrative:
An event of regurgitation was reported. Information from the field indicated that there was sufficient calcium to allow sealing. Also, the field indicates that the final implant depth of the valve was 3mm. The field also indicated that the valve tilted out of position after the final deployment, which may have contributed to the reported regurgitation. Abbott has requested imaging which was not provided by the field. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications, including passing functional testing during manufacturing to ensure leaflet coaptation. Based on the information received, the root cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was selected for implant in a 87 year male. There was sufficient calcium to allow anchoring of the device in the opinion of the user. During the procedure, the valve was delivered and place 3mm deep in the annulus. Once deployed the valve canted (valve tilted out of position) ,subsequently creating severe aortic regurgitation. Another 25mm navitor valve was prepped and delivered through the existing valve. Once deployed, a serial post dilatations were performed. Post procedure echocardiogram (echo) showed no aortic regurgitation and 6mm gradient. Patient left procedure room doing well.